Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) recorded a non-sustained ventricular tachycardia (nsvt) during a syncopal episode, electrogram (egm) was not stored. Technical services (ts) was consulted and explained device is working appropriately. The device remains in service. No adverse patient effects were reported. Additional information was obtained; atrial tachy response (atr) events store due to inappropriate far field oversensing. The device remains in service. No adverse patient effects were reported.